Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for compromised force sensor system alarm. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and the drive support cap was noted to be protruded. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test and unable to prime during the prime test due to loose/protruded drive support disk. No prime alarm noted. The insulin pump passed the operating currents measurement, self-test, unexpected restart error test and displacement test. Unable to perform the occlusion test and no delivery test due to motor error alarm. The insulin pump had cracked battery tube threads, minor scratched display window and missing end cap sticker.